Event description:
It was reported that during a laparoscopic appendectomy, the first firing over appendicular artery was okay with a white reload. The second firing over the mesentery artery was also ok with a blue reload. The third firing over the cecum was ok with a blue reload. However, on the fourth firing over the cecum with a blue reload the gun jammed and was very hard to remove from tissue. Once the gun was removed the staple line was inspected and found to be incomplete. The procedure was converted from lap to open. The patient was fine.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Additional information: incomplete-interrupted firing response from the affiliate: please see response to queries below; was (B)(4) 2012 the date you were made aware and the date of the procedure? Or was the procedure done on a different date? I was made aware of the complaint on (B)(4) 2012 but the procedure was on the (B)(6) 2012. What is the lot number of the device? No recorded prior to sealing the product in a bag. What is (B)(6)'s number at the hospital? (B)(6). How was the device removed from the tissue? Using the release button. Was there any damage to the tissue? Yes. Was there any oozing from the incomplete staple line? Yes. What was the delay caused by this issue? No further information available. Also, are you able to please answer the relevant standard questions below related to this device? Was the device difficult to fire, but fired with a complete cut line and staple line with the staples in the proper b form shape? Yes. Did the device cut? Yes. Did the device staple? Partially. On what tissue type was the device used? At what location on the tissue? Cecum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd firing. During which stroke did the event occur? First. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Don't know. What colour cartridge was being used? Blue. What other colour cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the atw45? Not sure it was a registrar whom I had not met. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? No. Was the rep present for this case? No. What color (blue/gold/green) was selected on the selectable staple height selector before firing? N/a. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? It is an endocutter. Did anyone move the firing knob to the left or right after loading the device but before firing? N/k. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? First two firings were good. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? The tissue was normal thickness for a blue reload eg compressible to 1.5mm. Was a leak test completed? N/k. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? N/k. If the device locked out, did it lock out on tissue or prior to use on tissue? N/k. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Was the firing to close an ostomy? If so, which firing no. Is a pathology specimen and/or report available? N/k. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? N/k. How long has the surgeon been using this device for this procedure? N/k. What predicate device was used by the surgeon? Suture. Was there a recent conversion to ees devices in this account or with this surgeon? No. No further information is available. The analysis results found that the atw45 device was received with the firing mechanism damaged and with a reload loaded in the device; the shrouds were noted to be slightly separated at top. The reload was received fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).